Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6)2015, explanted: (B)(6), 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-04-26. It was reported that according to patient she doesn¿t have a specific time when the stimulator was no longer helping. There was no issue with the device in regard to not helping. The patient did not want to charge stimulator anymore. The physician was notified of the information and it was determined that for the best interest of the patient to explant the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had the system explanted. The representative offered to jump start the ins, but the patient declined. The ins system was explanted due to patient claims that the stimulator was not helping anymore, and she did not want to charge the stimulator. The patient was trying to have an MRI, but she could not because the ins battery was not charged. No further complications were reported/anticipated.